Event description:
On (B)(6) 2020, a device history record(DHR) review for model number eg-3670urk, serial number (B)(6) was performed under (B)(6), the DHR review confirmed the endoscope was manufactured on (B)(6) 2013 under normal conditions. An assembly defect of instrument channel inlet parts was found during final inspection. During rework, the instrument channel inlet parts were replaced. There were no concessions. The endoscope was released accordingly and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2013.

Manufacturer narrative:
Corrected data in section b5.

Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax received a complaint on 13-sep-2019 of "brush stuck/broken in channel" involving the pentax medical radial ultrasound video gastroscope model eg-3670urk, serial number (B)(4). The user also reported the event occurred during reprocessing. No patient involvement. The long term loaner gastroscope was received by pentax medical for evaluation on 20-sep-2019 during evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found the " accessory stuck in primary operation channel" confirming the customer's complaint and documenting the following additional findings on 01-nov-2019: passed wet leak test, passed dry leak test. The device underwent repairs including the following components: air/balloon return tube, a/w/operation channel, bending rubber, angle wire, adjusting collar. On 09-nov-2020, a device history record(DHR) review for model number eg-3670urk, serial number (B)(4) was performed under ivai-20-110028, the DHR review confirmed the endoscope was manufactured on 16-apr-2013 under normal conditions, passed all required inspections, and was released accordingly. Assembly defect of instrument channel inlet parts were found during final inspection. There were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-apr-2013. Pentax medical model number eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 24-may-2013. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The gastroscope was put back into the loaner inventory after being repair and approved by final qc on 02-dec-2019.